Event description:
It was reported that at 1800 it was noted that during a lipid infusion, the device appeared to be "counting backwards" and changed the infusion rate from 10 to 9.5. The nurse flushed the line and noted that the lipid filter was occluded and unable to be flushed. The nurse exchanged the lipid filter with a new one and restarted the infusion. Approximately 15 minutes later, both devices infusing tpn and the lipid alarmed for "occluded patient side" despite that the nurse had flushed the PICC without difficulty. The devices were exchanged with new ones and sent to the facility biomed department. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Correction on initial report: disregard file, after further review device is no longer a suspect but a concomitant.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the staff witnessed two devices "counting backwards" and the infusion rate of an unspecified medication changed from 10 to 9.5 during an infusion. There were no adverse effects caused to the patient from the event.